Manufacturer narrative:
One used device and one braun extension set were received and evaluated. Visual inspection of the device revealed that the option-lok male adapter was broken off. There are white drag marks on the device and on the extension set indicating the use of force. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. According to investigation findings, the reported defect is related to the design. The spin collar option-lok t dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the plumset was connected to the needleless female adapter of an unspecified extension set, and was being used to deliver an unspecified blood product, at an unspecified rate. After an unspecified length of time, the nurse attempted to disconnect the option-lok male adapter of the plumset from the extension set. At this time, the distal tip of the male adapter broke off and an unspecified volume of solution had leaked. No additional details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.